Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced due to a suspected fracture with undefined impedance and noise noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later noted that the lead was explanted rather than capped.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor had a flex fracture. There was also a breach of the outer insulation due to depression.